Event description:
Customer reports a bulge at the silicone segment of their primary tubing. Although requested, no further information has been provided by the customer.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.